Event description:
Customer reported via phone call that they experienced hyperglycemia with a blood glucose value of 400mg/dl at the time of the event. The customer stated no symptoms. Troubleshooting was declined. It was also found that the auto mode feature was active at the time of the event. The use of insulin pump prior to 48 hours of the event is unknown. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.